Event description:
The plastic wings of the syringe somethimes rotate and tear holes in the paper backing of the package rendering the product nonsterile and presenting a risk of infection if not discovered before the product is used.